Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert triggered for high pacing impedance on the right ventricular lead. The lead impedance trend was noted to have increased. Oversensing was also noted on stored electrogram. The alert threshold was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had elevated thresholds. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. On (B)(6) 2010, rv pacing impedance rose to 2016 ohms and continued to be high. Data indicates that on (B)(6) 2014, impedance measured at 1408 ohms. Impedance increased to trigger an alert again on (B)(6) 2015 for impedance measured at 2016 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sic were up to 23.